Event description:
Stat-2 "dial a flow" tubing dislodged from connection at a y with a luerlock injection port. The smaller diameter tubing inserts into a larger diameter tube at this juncture. The smaller tubing came apart allowing blood and IV fluids to flow freely about patient and environment.====================== health professional's impression======================connection broke loose.